Event description:
Acct reports they had two incidents of inverted septums and that the threaded lock cannula disconnected from the injection site. States they use the pressure injector that emits greater than 300 psi of pressure. No pt injury reported.